Manufacturer narrative:
There are no reports or allegations of any system or component failure. The patient appears to have had discomfort related specifically to the placement of the implanted components. The system was in place for less than 6 weeks before being removed, indicating that the discomfort was most likely from malposition of the components rather than any migration or other factors.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat left knee pain. The patient later requested an explant due to discomfort from the position of the implanted leads. Per the patient, the leads were too superficial. A full system explant was performed on (B)(6) 2024.